Event description:
It was reported to philips that the device had unexpectedly shut down. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty battery pca. Based on the conclusion of the investigation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had unexpectedly shut down. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had unexpectedly shut down. There was no patient involvement.